Event description:
Facility alleges that the venous blood line was separated from the fistula needle about 15min into dialysis treatment. Staff reported noting blood on the blanket and on the floor when taking pt's blood pressure. The blood flow rate was at 40 cc/min and the machine did not alarm. Ebl250cc. Pt was sent later to the hosp for evaluation. Pt has a graft on the upper left arm. Fistula needle used: 16gg. Hct 31.2 one week before event and 20.2 two days after event.